Manufacturer narrative:
Manufacturer test results confirmed the output was out of specification on 02/11/2011. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The root cause was determined to be wear related breakdown of the rotary valve/valve plate. The vaporizer was removed from service.

Event description:
It was reported that during routine testing by a distributor, the output of vaporizer was noted to be higher than expected. There was no report of patient involvement.